Event description:
It is reported that implantation took place in (B)(6) 2011 and breakage of the product occurred on (B)(6) 2012. Revision surgery was performed on (B)(6) 2012. Death of the pt in the night after the surgery. The pt had have cardiovasculare antecedent.

Manufacturer narrative:
The MFR did not yet receive devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. With the info given so far, no further investigation is possible. The root cause for this event cannot be identified. Should add'l info including the final investigation result be available, that changes this assessment, and amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).